Event description:
The event involved an unspecified primary plum set with unknown list and lot number on an unspecified date. The report states that an ICU patient receiving levophed experienced an event where the pump alarmed cassette failure. This caused the medication to stop infusing and the patient to have a near code experience. The pump then alarmed backprime, but when the rn attempted to backprime it would not, and then the cassette alarmed cassette failure. The rn threw out the tubing/cassette reprimed with new tubing/cassette with no continued issues. There was patient involvement, patient was harm and dying.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.¿